Event description:
A pump declared an altitude alarm, and there was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was suspended due to the altitude alarm, and instructions were given to clean the speaker holes and reconnect the cartridge, but insulin could not be resumed. The customer was advised to load a new cartridge, resume insulin, and wait five minutes, but the alarm recurred. The support team instructed the customer to wait two hours to allow any moisture to evaporate, and a follow-up task was planned for completion.